Event description:
It was reported that during an implant attempt, the helix of the right ventricular [rv] lead was extended prior to implant; it took 20 turns to extend the helix and it was "very sluggish." A different rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.